Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer experienced an elevated blood glucose level of 370 mg/dl and it was addressed with a bolus. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. The customer called back and stated that their blood glucose was at 110 mg/dl.